Manufacturer narrative:
Lens was returned dry, in a micro centrifuge vial. Visual inspection found haptic was torn and presence of clear residue on lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticm5_12.6 implantable collamer lens, -11.5/1.0/083 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.